Manufacturer narrative:
(B)(4). Date sent: 6/22/2020. D4: batch #t93h8j. Investigation summary: the analysis results found that the 2d12lt device was returned with no damage in the external components. During the functional testing, the bullet retracted, permitting the exposure of the blade during the advancement through the skin test media, and returned to safe position upon penetration. The bullet performed as intended without any anomalies noted. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the blade was stuck out of the trocar and cannot push red button. It is unknown how the procedure was completed. There was no patient consequence.